Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue could not be determined in this incident. This event was further reviewed by an abbott vascular medical affairs manager. It was concluded that the image quality of the video provided was bad as a handheld device (phone) was constantly moving with light reflecting on the screen. The fluoroscopy is missing, and with echo clips (with the projection provided and the quality), no evaluation can be made if not the evolution of mr which is consistent with the report. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 3026 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle (faa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted severe dilated left ventricle. The first clip was successfully deployed, reducing mr to 2. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflet, reducing mr to 1. However, the clip opened to 5 degrees while establishing final arm angle (faa), increasing mr. The clip was deployed. Two clips were implanted, reducing mr to 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.